Event description:
Patient reported to us that she heard a popping noise the day before; she thought the mammosite balloon had burst. We did a CT scan and this confirmed that the balloon had burst. New catheter was put in.